Manufacturer narrative:
This follow-up report is being submitted to relay additional information. H6 component code: g04 drill. The product was returned for investigation. Visual examination of the returned product shows the twist drill is fractured. The drill was fractured at the neck, near the start of the fluted section. Part and lot information was confirmed via the returned device. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that when the surgeon used the drill tip normally to fix the zygomatic fracture reduction during a procedure that the drill tip broke. Attempts have been made and no further information has been provided at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Item was not returned for investigation. A photo was provided, which shows the fractured twist drill. The drill was fractured at the neck, near the start of the fluted section. Part and lot information could not be confirmed from the photo provided. Review of the certs identified no deviations or anomalies during manufacturing. A supplier DHR review was not conducted as material cert confirms that the material and hardness of the instrument meet specification requested as certs show. Review of end level device history record(s) not performed as it is package and label only and reported event is not associated with packaging or labeling a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.